Manufacturer narrative:
On 19-oct-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during an unspecified breast surgery, a mentor memorygel boost breast implant 775cc gel breast prosthesis had visible wrinkles and ripples on it. It was reported that the device appeared to be underfilled. As a result, the procedure was completed with a different unspecified breast prosthesis. There was no reported patient consequence.

Manufacturer narrative:
On 03-nov-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was observed prior to surgery that the device had visible wrinkles and rippling. Additionally, it appeared underfilled. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had some wrinkles on the shell. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic issues. Manufacturer¿s reference number: (B)(4).